Event description:
It was reported that a cartridge alarm 1 occured during basal delivery. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue. No additional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.